Event description:
The center reported that the pt's device has reportedly migrated. The surgeon has decided to implant the contralateral side first and reposition this device at a later date. The patient will continue to be monitored by the site.